Event description:
The bathlift was used by the customer in the tub. The bathlift operated correctly lowering into the tub by depressing the down button on the had control. When required to rise up out of the tub through operation of the up button on the hand control, the bathlift would not operate. The customer was able to get out of the tub with the aid of her husband and no injuries were reported as a result of the incident. To date, handicare have not received the suspect device back for evaluation however, the hand control is currently being recalled.